Manufacturer narrative:
The service provider (sp) inspected the device to perform performance assurance testing on the unit. The sp reported that the hospital provided a new hospital grade power cord. The sp reported that examination of the power cord showed excessive heat had been generated in/on one of the pins going into the wall socket. The wall power outlet had already been replaced by the customer; therefore, examination of the socket was not possible. The sp reported that it was possible that the electrical connection was not tight enough causing arcing. Most likely the wall outlet contacts had fatigued or sustained physical damage at some point reducing the contacts pressure on the plug pins. There was no evidence of bad connections in the plug connection into the v60 unit. A small amount of oxidation was visible but not deemed enough to create arcing. The unit passed testing.

Event description:
It was reported that the ventilator had a thermal event on the alternating current (ac) power cord at the outlet. The unit was not running. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.